Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there is air bubble in gel. This occurred 9 times within 2 weeks. This is the 1st of 2 events. The following information was provided by the initial reporter: bubbles in gel, has occurred at 5 different occasions. This occurred 9 times.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there is air bubble in gel. This occurred 9 times within 2 weeks. This is the 1st of 2 events. The following information was provided by the initial reporter: bubbles in gel, has occurred at 5 different occasions. This occurred 9 times. H.6 imdrf annex a code: a1415. H.6. Investigation summary bd had not received samples, but 1 photos was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, 180 retention samples from bd inventory were visually inspected for gel air bubbles. 1 tube had gel air bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the photo and retention sample inspection. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there is air bubble in gel. This occurred 9 times within 2 weeks. This is the 1st of 2 events. The following information was provided by the initial reporter: bubbles in gel, has occurred at 5 different occasions. This occurred 9 times.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: the following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on:  2023-08-24. H.1. Imdrf annex b grid : b01 - testing of actual/suspected device. H.1. Device return to manuf : yes. H.1. Device eval by manufacturer: yes. H.6. Investigation summary: bd received one photograph and ten (10) samples from the customer in support of this complaint. Evaluation of both indicated 10 tubes with bubbles in the gel. Additionally, 180 retention samples from bd inventory were visually inspected for gel air bubbles. 1 tube had gel air bubbles. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the photo, return, and retention sample inspection.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there is air bubble in gel. The following information was provided by the initial reporter: bubbles in gel, has occurred at 5 different occasions. This occurred 9 times.